Manufacturer narrative:
The patient present during the time of the reported event was not impacted and no medical treatment was administered. Photographs were taken of the surgical light and sent to device technologies australia (dta), steris's distributor, for review. Review of the photos showed the securement screws for the yoke covers were intact however, the area around the screws appeared damaged. The user facility utilizes linearmedical wipes which have not been tested for use on the surgical light. The use of these wipes may be attributed to the damaged areas around the yoke covers subsequently causing the yoke covers to detach. The operator manual states (pp. 6-4), "cleaning and disinfecting agents used on this lighting system must be certified by their manufacturer to be compatible with the following materials: polycarbonate, polyetherimide, santoprene." The user facility repaired the surgical light, tested the unit and confirmed it to be operating properly. The surgical light was returned to service and no additional issues have been reported.

Event description:
The user facility reported that the plastic yoke covers detached from the surgical light and fell into the sterile field. No report of injury, procedure delay or cancellation.